Event description:
It was reported that this pacemaker entered in safety mode due to a non specific reason. The patient reported feeling pacing in his pocket. The pacemaker has been explanted and a new pacemaker was implanted. The explanted pacemaker is expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker entered in safety mode due to a non specific reason. The patient reported feeling pacing in his pocket. The pacemaker has been explanted and a new pacemaker was implanted. The explanted pacemaker has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was interrogated with a programmer and found to be operating in safety mode. This device was not able to maintain telemetry connection long enough to obtain a memory download for review. The device case was removed to facilitate inspection and testing of the internal components. The battery was disconnected from the hybrid assembly and detailed testing determined that this device experienced high impedance in the battery. However, a definitive cause of this high impedance behavior has not been determined.